Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm upon second inflation. The device was simply removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient's condition post procedure is good.